Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that one catheter broke during a routine peripheral angiogram in the cath lab. The physician attempted to retrieve the broken piece, but the catheter broke further and some pieces were unable to be retrieved after surgical intervention. The account alleges that the patient is now developing clots in their right leg, and it may be lost.

Manufacturer narrative:
The suspect medical device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.